Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels; however, no specific event dates or bg levels were provided. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump. Contact indicate that the customer's health care provider has been contacted and they are adjusting the pump settings to stabilize the customer's bg levels.